Manufacturer narrative:
Complaint conclusion: as reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. The filter subsequently malfunctioned and caused injury and damages including, but not limited to, a filter with its¿ superior aspect at the level of the superior endplate of the l3 vertebral body and the inferior aspect of the filter at the level of the midportion of the l4 vertebral body. Views of the exact position of the filter were significantly limited due to a lack of intravenous contrast to delineate the inferior vena cava (ivc). With these limitations, it was reported that it was not possible to determine whether the superior tip of the filter was below the lowest renal vein or not since the renal veins were not well visualized. It was also not possible to determine whether any portions of the filter extended beyond the ivc lumen. It was further reported that there appeared to be an approximately eleven-degree anterior tilt of the filter with the apex of the filter likely abutting the anterior wall of the ivc. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: an ivc filter was noted within the ivc. Evaluation of the exact position of the filter was significantly limited secondary to lack of intravenous contrast which limited delineation of the ivc. The superior tip of the ivc filter was located at the level of the superior endplate of the l3 vertebral body and the inferior tip of the ivc filter was located at the level of the midportion of the l4 vertebral body. It could not be determined if the superior tip of the ivc filter was located below the lowest renal vein as the renal veins were not well visualized secondary to lack of intravenous contrast. It also could not be determined if any portions of the filter extend beyond the ivc lumen secondary to lack of intravenous contrast. There appeared to be a proximate 11 degrees of anterior tilt of the ivc filter. The apex of the ivc filter was likely abutting the anterior wall of the ivc. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
Previous code of tilt and anxiety, new codes of fracture, perforation, perforation of organ. It was reported that a patient underwent placement of trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter tilt with the apex of the filter was likely abutting the anterior wall of the inferior vena cava (ivc). The patient initially reported becoming aware of filter tilt approximately two years and eleven months post implant. The patient also reported anxiety related to the filter. The patient subsequently reported becoming aware of filter fracture, perforation of the ivc and into organs and filter tilt approximately two years and eleven months post implant. According to the implant record the patient pre-operative diagnosis was pelvic and sacral fracture and status post an exploratory laparotomy. The filter was placed via the right femoral vein and deployed at the level of l3. The patient tolerated the procedure well. Approximately four years and six months post implant the patient underwent a computed tomography (CT) scan of the abdomen and pelvis for evaluation of the filter. The report noted that an ivc filter was present within the ivc. Evaluation of the filter was limited secondary to lack of contrast. The superior tip was noted to be at the level of l3 and the inferior tip was located at the midportion of the l4 vertebral body. It could not be determined if the filter was located below the lowest renal vein or if any portions of the filter extend beyond the ivc, due to the lack of contrast. There appeared to be approximately 11 degrees of anterior tilt and the apex was noted to likely be abutting the anterior wall of the ivc. There was not evidence of filter fracture of bending. Coronal and sagittal reformatted images of that CT scan were submitted for outside review approximately one year and seven months later. The review noted that the filter is tilted anteriorly, all struts perforate the ivc up to 5mm, and one anterior strut was fractured. Two anterior struts, one lateral strut, and one medial strut perforate the ivc wall and contact the bowel. Two posterior struts perforated the ivc wall and contacts the l3-4 disc. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The IFU also states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without images or procedural films for review, the reported filter tilt, fracture and ivc perforation events could not be confirmed and the exact cause could not be determined. Furthermore, the perforation and filter fracture were not reported in the initial CT scan results. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities and vessel characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient had placement of trapease inferior vena cava (ivc) filter. Per the medical records, history includes pelvic fracture, sacral fracture, status post exploratory laparotomy. During the implant procedure, the trapease filter was placed at the level of l3. The patient tolerated the procedure well. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: an ivc filter was noted within the ivc. Evaluation of the exact position of the filter was significantly limited secondary to lack of intravenous contrast which limited delineation of the ivc. The superior tip of the ivc filter was located at the level of the superior endplate of the l3 vertebral body and the inferior tip of the ivc filter was located at the level of the midportion of the l4 vertebral body. It could not be determined if the superior tip of the ivc filter was located below the lowest renal vein as the renal veins were not well visualized secondary to lack of intravenous contrast. It also could not be determined if any portions of the filter extend beyond the ivc lumen secondary to lack of intravenous contrast. There appeared to be a proximate 11 degrees of anterior tilt of the ivc filter. The apex of the ivc filter was likely abutting the anterior wall of the ivc. Per the patient profile from (ppf), the patient reports filter tilt and anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.